Event description:
It was reported that during a colonic stenting treatment procedure, the stent delivery system stretched and the stent failed to deploy. A wallflex enteral colonic 30/25x 12 230 cm had been selected to treat an unspecified colonic stricture. At an unspecified time during the procedure, the stent delivery system stretched. Consequently, the stent would not completely deploy. The procedure was aborted for unspecified reasons. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.